Manufacturer narrative:
An incorrect MFR was filed on device (B)(4). The initial MDR was filed under a 7900 fluorostar manufactured in (B)(4) under MDR #9680959-2013-02170. The correct device is a brivo 865 manufactured in (B)(4). The correct serial number is (B)(4). The corrected MDR # is 9613445-2013-01010.

Event description:
The customer reported that there was a loss of data on the sys. There is no report of injury or death associated with the event described in this complaint.